Manufacturer narrative:
In the investigation of the data provided, it was observed that both samples are highly delayed. The hiv result is consistent with having a signal near the limit of detection (lod) or potentially non-specific amplification. The run file indicates no positive controls were present in this specific run. However, a previous run conducted on the same day had controls, and they showed a robust amplification curve. It was also observed that the hcv result was delayed, suggesting non-specific amplification. The hiv channel was reported as a flat curve (negative). This run did contain positive controls. The fact that the sample result shifted from hiv reactive to hcv reactive further indicates that the discordance is likely due to non-specific amplification or contamination during processing. The robust amplification of the positive and negative controls confirms that the instrument and reagent controls were performing correctly for both runs. The investigation determined that there is no product issue.

Manufacturer narrative:
The instrument's serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable results with the cobas® mpx - 480t assay for 1 patient sample tested on a cobas 5800 module. On (B)(6) 2025, the sample produced a reactive result for hiv (CT: 39.80). The hbv and hcv results were non-reactive. On (B)(6) 2025, the same sample was repeated, and the sample produced a reactive result for hcv (CT: 40.15). The hiv and hbv results were non-reactive. Confirmatory testing was performed at another facility, and the (immunoblot) results were non-reactive for both hiv and hcv targets.